Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that there was a power on reset (por) code. The therapy had stopped due to the por. The patient was trying to recharge the implantable neurostimulator (ins) at the time the por was seen. There was an increase in pain all over, this was considered a sudden change. The patient had not been using the ins since (B)(6) 2013 because the stimulator stopped helping them with the pain. They were told that their body was rejecting the ins and that it would no longer help. The patient indicated that their body rejected everything even pain medications. They charged the ins every month. The por event was on (B)(6) 2015. The ins was no longer helping with the pain in (B)(6) 2013. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Other relevant medical history: non-malignant pain